Event description:
A few days after the implantation, loss of capture with intermittent diaphragmatic twitching was reported. The follow-up showed an rv perforation with minimal effusion. Biotronik currently has no information regarding the planned revision. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be made for the time being. The investigation will be continued as soon as new information is available.